Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor glucose discrepancy. The sensor glucose value was 179 mg/dl but their blood glucose value was 491 mg/dl. Troubleshooting was performed. The sensor had been in place for five days. They were advised to enter the blood glucose reading into the insulin pump immediately after testing the blood glucose and to not delay entry. They were unable to check for bent sensor because the customer was on the road at the time of the call. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.